Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cor hex sc s-tap 3.6mm xxmm. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The hex screw which was used with the stem of hmrs diap anchorage stem was broken a few years after implantation. Only 1 screw was used. Then the hmrs diap anchorage stem migrated. Correct date of the migration is not specified. Revision op is not planned at this time.

Manufacturer narrative:
Conclusion: clinician review of the x-ray confirmed the screw is broken and the migration of the stem. However, additional records such as clinical/past history and operative reports and patient demographics are needed to confirm the root cause of the reported event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The hex screw which was used with the stem of hmrs diap anchorage stem was broken a few years after implantation. Only 1 screw was used. Then the hmrs diap anchorage stem migrated. Correct date of the migration is not specified. Revision op is not planned at this time.